Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. In addition, the 4-40 stud was broken. The cracked nose cone prevented the attachment and later the removal of the instrument from the handpiece. This likely lead to the breaking of the stud and the ability to removal of the instrument. No functional testing could be performed due to no instrument could be attached to the handpiece due to the condition of the device returned condition. The instrument was disassembled to inspect internal components and it was found that the moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the customer stated that they could not tighten the instrument all the way to the hand piece. When they tried to remove the instrument they could not get it off of the handpiece until it was broken off by the facility biomed. Customer used a second disposable and hand piece to complete the procedure. No patient consequences.